Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), product type: implantable neurostimulator. Product ID: 97715, serial#: (B)(4), product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient went to a security meeting and when he went through the security gates his "stimulation turned off" and patient has not been able to get it on since. Patient stated that when he tried to connect and turn stimulation back on he saw a screen that he had never seen before but could not recall the screen. Patient tried to connect with ins on the call and patient was seeing "no device found, try again/ recharge". Patient tried to recharge but would get in a continuous passive recharge loop. This happened on all three ins'. Patient mentioned that he had spoken with his rep today and would work with him and the dr and call back if he needed replacement equipment. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID 97715 lot# serial# (B)(6) implanted: explanted: product type implantable neurostimulator product ID 97715 lot# serial#(B)(6) implanted: explanted: product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting actions taken to resolve the no device found screens was they met with the patient and used the patient¿s charging coil to communicate to each ins and reestablish communication and begin normal charging. It was indicated that the emi/no device found issue was resolved and the patient was able to charge their devices. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.